Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Based on similar complaints for contaminated/discolored tank water, an investigation was performed which included microbial contamination testing of water samples from various installed devices after the cleaning process had been performed. The investigation determined that the cleaning process is ineffective at preventing the growth of bacteria. (B)(4).

Event description:
On (B)(6) 2014 at the hospices (B)(6), it was reported that after 1 week of using the hcu 40 serial number (B)(4), the bacterium pseudomonas aeruginosa was detected in the tank water. (B)(4).